Event description:
An alaris pc-2tx pump reportedly delivered an excess dose of levophed causing the patient's blood pressure to increase drastically. The patient required amiodarone to correct atrial fibrillation that occurred following the overdose.